Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the dissection cannot be confirmed; however, per report the left iliac artery minimum luminal vessel diameter (mld) measured 7.0mm with mild calcification and tortuosity. The minimum required vessel diameter for a 22fr rf3 sheath is 7mm. It is possible that patient factors (i.e. A borderline size minimum luminal vessel diameter for the 22fr rf3 sheath), in combination with some vessel calcification and tortuosity, could have caused or contributed to the event. The device was not available for evaluation, there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per edwards lifesciences clinical specialist report, during a transfemoral tavr after removal of the 22fr retroflex3 (rf3) sheath, a contained dissection in the left iliac artery was noted; the area was repaired with stents. Case summary: percutaneous access was obtained via the left groin and pre-closed with 3 proglides. After all the dilators were used, the 22fr rf3 sheath was successfully placed with some mild resistance . Upon completion of the case, the sheath was pulled back below the aortic-ileo bifurcation and a crossover technique was utilized to deploy the previously placed proglides. Angio revealed a contained dissection from just under the bifurcation all the way down into the ceia. Self expanding stents were deployed in the area and post-dilated. Oozing was noted from the puncture site and an elevated act was noted and treated. Pressure was held manually. After approximately 10 minutes of manual pressure, another angio revealed extensive clot formation throughout the stents. This was successfully treated with several runs of the angiojet catheter. The final angio showed good brisk flow through the stents and no oozing was noted from the puncture site. The patient remained stable throughout the case.